Manufacturer narrative:
Evaluation results: one pneupac ventilator (parapac plus) was returned for investigation in good condition. There was no physical damage on the device. The customer reported product problem was confirmed during testing. The needle on the manometer was below -10. The manometer was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that a smiths medical pneupac parapac plus ventilator was used on a patient in respiratory failure post- nasal intubation. It was noted that no bacterial/viral filters were placed on the machine where the circuit attaches and the bacterial filter was used on the pressure line. Subsequently, the patient tested positive for tb two days later in the ICU. The reporter also stated no liquids were noted in the circuit after using. The ventilator was thoroughly wiped down with sanitizing wipes and placed back into service. No additional adverse patient effects were reported.